Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to corroded motor home switch. The functional testing could not be performed due to the constant alarm. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.